Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the customer had replaced the tubing through pinch valve pv42 and had repaired the leak. The fse also found the differential sample line was clogged. The fse replaced the tubing, which repaired the flow cell clog errors and the differential background failures. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The instrument was also generating flowcell clog errors and differential background failures at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.